Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range hv lead impedance was observed. X-ray revealed externalized conductors and one conductor was broken. The lead was capped and replaced on (B)(6) 2016. The patient was stable.